Event description:
During service testing, a baxter field service engineer found damaged batteries. The pump was not in use on a pt when the problem was discovered. The facility did not report any pt injury or medical intervention associated with this pump.